Manufacturer narrative:
Device history record review is available for the device. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations.

Manufacturer narrative:
Additional information has been received for this event. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Initial reporter job title is repair specialist. The procedure being performed is unknown as well as the patient's pre-existing conditions. The only error that appeared was the communication error. It was confirmed the procedure was completed with another device. However, the device used to complete the procedure is unknown. The device was inspected and no damage or abnormalities were observed. Reported issue for is that the device gave a communication error message on the tower and yielded no image. This is likely caused by unexpected stress on the head part due to the handling of the user, and as the ccd unit broke down, the image viewing output, failure of buttons, and communication error occurred. The instructions for use includes the following statements: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. Upon inspection and testing, the focus buttons, zoom buttons and button #2 are intermittent; this is attributed to the faulty ccd unit. The image test was fine. The user¿s complaint of communication error message was not confirmed.

Event description:
As reported for this event, during an unknown procedure the device gave a communication error message on the tower and yielded no image. There is no reported patient harm or adverse impact.